Manufacturer narrative:
The used device was returned to conmed for evaluation without original product packaging. Visual inspection found a tear in the sample bag along the folded edge of the bag near the distal end. The tear ran lengthwise with the product and along the folded edge. The seam of the bag was observed to be without damage. The location of the observed defect would not likely be affected when cinching the sample bag and removing the handle of the product. A review of the manufacturing documents was unable to be completed as the manufacturing documents are held by the manufacture, anchor products company inc. A 2-year historical review of complaint data found 8 similar complaints, with 10 devices, for this product family and failure mode combination. In that same timeframe, (B)(4) units have been sold worldwide. A risk analysis was performed and found this failure mode and occurrence level to be acceptable and consistent with current risk documents. The instructions for use advise the user of the following. - care should be taken when using sharp and electro-surgical devices. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The user facility reported that during a laparoscopic cholecystectomy, the trs100sb2 bag ripped at the seam as the gallbladder was being removed. The procedure was completed with an alternate bag and no surgical delays. No patient injury was reported. This report is raised on the basis of a reported malfunction with potential for injury with recurrence.